Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon catheter allegedly ruptured at 4 atm. There was no reported retraction difficulty through the sheath. Reportedly, another balloon catheter was exchanged over the guidewire and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the investigation is inconclusive for the reported rupture, as the device was not returned for evaluation. The definitive root cause for the reported rupture could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Potential adverse reactions: additional intervention.

Event description:
It was reported that the pta balloon catheter allegedly ruptured at 4 atm. There was no reported retraction difficulty through the sheath. Reportedly, another balloon catheter was exchanged over the guidewire and the procedure was completed. There was no reported patient injury.